Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient developed an infection folllowing implantation of this pacing sytem. According to our records, the system remains implanted and the patient is still being treated for this infection.